Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing chest pain and had their device checked. It was noted that the right atrial (ra) lead exhibited undersensing and high thresholds. The right ventricular (rv) lead exhibited an increasing capture threshold since it was implanted. The left ventricular (lv) lead exhibited high thresholds. The ra lead and the rv lead remain in use. The lv lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lv lead had dislodged and pulled back into the main body of the coronary sinus. The lv lead was explanted and not replaced. It was noted the ra lead had dislodged post-implant; the lead was later revised and remains in use.